Event description:
It was reported by a user facility that a patient with skin type iii sustained hypopigmentation to the calf following hair removal treatment with a lumenis lightsheer xc laser. It was further reported that the patient visited a local ER where they were administered antibiotics and silvadene cream.

Manufacturer narrative:
An examination of the subject device by a lumenis technical expert concluded the device operated to manufacturer's specifications. No related device malfunction was observed. The engineer reported that the controller board and display were replaced as a precautionary measure. Subject device malfunction is not the suspected cause of the event reported. A lumenis healthcare professional evaluated the reported event details and patient photographs. The healthcare professional concluded that based on the photographs provided the patient was a skin type vi, concluding the probable cause of the event reported to be operator error, improper skin type selection and poor technique in contradiction to common medical practice and device labeling.